Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported after inspecting all of their stock on hand, the destination sheath was found to have a ccv loose in the packaging. The package remained sterile. There was no patient involved.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. (B)(4). . One 5fr destination device was returned for product evaluation. The sheath hub returned separate from the crosscut valve assembly. Visual inspection of the device was carried out. No anomalies were noted with either the threads on the sheath hub or the inner lumen of the luer of the crosscut valve assembly. The crosscut valve assembly and the sheath hub were then mated securely, and tensile force was applied to the valve while it remained attached to the sheath hub. The crosscut valve assembly did not detach from the sheath hub while force was applied. No other anomalies were noted. The destination guiding sheath IFU states: "ensure that the valve and the sheath are tightly connected." There is no evidence that this event was related to a device defect or malfunction. Based off the investigation of the actual device, it is likely that transverse forces loosened the valve post manufacturing. However, the exact cause of the reported event cannot be definitively determined based on the available information.